Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that mesh was implanted on along with tvh, bso, and elevation of urethra due to sui.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 12/7/2015. It was reported that patient underwent cystoscopy, hydrodistention of the urinary bladder and biopsy/fulguration of minor bladder lesions on (B)(6) 2012 due to bladder pain, abdominal pain, dysuria, dyspareunia and bladder neck polyps. No additional information was provided.